Manufacturer narrative:
The ge service rep removed and replaced the left monitor. By using the utility suite, they adjusted the vertical and horizontal sizing. They tested the system by booting it up error free and verified brightness and sizing matched right monitor. The system is operating as intended.

Event description:
The customer reported that after the system boot up, the can do one fluoro x-ray and then an error appears. Also the left monitor has an oec logo burned into the screen effecting image quality.